Event description:
I got the gastric band on or about (B)(6) 2009. Everything was going for about 5 months then I started having pains in my stomach, could not eat or drink because I vomit everything. Then in (B)(6) 2010 I was so dehydrated I got admitted to hospital. Band was removed because it was a malfunction device. I hope you can help me.